Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no capture on the right ventricle (rv) and sensing tip to ring was poor. There was oversensing after biv pace. The lead is still in use. No patient complications have been reported as a result of this event.